Event description:
User facility reported the novasure system alarmed for a failed cavity integrity assessment (cia) test. The user removed the disposable novasure device and attempted another cia test with a second device. After a second failed cia test, the user confirmed a uterine perforation via hysteroscopy. No further treatment was given.

Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not to further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarms) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.